Event description:
It was reported that the patient expired on (B)(6) 2012, due to sepsis. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
No medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.